Event description:
A customer reported an issue with use of the adc device. The customer reported obtaining sensor readings before sleep, and did not indicate a need to treat to balance glucose based on obtained readings. An unspecified "hours later", the customer then developed symptoms of paleness, headache, dizziness, nausea, and seizure and loss of consciousness. The customer reported their sibling could not obtain sensor readings at this time, as the customer had a passcode on their phone, but the customer was treated with honey. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.